Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has a problem with their deep brain simulation. It was not used for long time, since about 2018. Now the patient needs to use it again but it is not working. Additional information received from the consumer reported the dbs not working was due to a device issue. It was unknown what led to the issue. The consumer tried to recharger and it still wasn¿t working.